Manufacturer narrative:
The patient's entire system was explanted, and a request has been made to have these products returned to boston scientific. The physician plans to implant a new device and leads once the infection clears up. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient developed an infection. The patient's lead system includes a transvenous left ventricular (lv), right ventricular (rv), and right atrial (ra) lead.